Manufacturer narrative:
Based on the claim against the product by the customer noting the tenaculum forceps instrument cable snapped during intraoperative use, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the tenaculum forceps instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the customer reported complaint "the cable snapped during intraoperative use¿. Failure analysis found the primary failure of instrument pitch cable broken to be related to the customer reported complaint. The instrument was found to have a broken distal pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. Cable breakage, whether partial or full, may be attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing. The complaint regarding instrument broken cable was confirmed by failure analysis, which indicated that the device did contribute to the customer reported issue. The probable root cause of the reported issue is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tenaculum forceps instrument cable snapped during intraoperative use. A backup instrument was used to complete the procedure with no patient injury reported. Intuitive surgical, inc. (Isi) has reached out to the reporter to obtain additional patient/event information but has not yet received a response as of the date of this report.